Event description:
Customer reported that she received an alarm and the insulin pump has an unexpected restart. Customer stated that when she changes the battery; the insulin pump would request to rewind or reset the time. Customer stated that the insulin pump has a crack between the reservoir and battery compartments. Blood glucose is 197 mg/dl. Nothing further reported.

Manufacturer narrative:
No error alarms were noted during testing. The insulin pump passed the self test and the unexpected restart error test. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.